Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) overheat occurred.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) system overheat occurred and there was device vibration.

Manufacturer narrative:
A getinge field service engineer(fse) was dispatched to evaluate the unit. The fse was unable to reproduce the issue. There was no problem with the compressor or regulator. Checked the fixation of shock mounts, etc. The customer returned the product with an explanation that the cause was thought to be caused by the patient or the environment.